Manufacturer narrative:
Product event summary; the full lead was returned and analyzed. Analysis revealed that the distal end/electrodes of the lead were extrinsically damaged. It was also noted that the tip seal on the distal electrode of the lead showed evidence of blood ingression and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the physician was unable to push a guidewire through the lead's distal tip. The lead was not able to be implanted in patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).